Event description:
A malfunction was reported, and it was characterized by an unrecoverable error code. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the pump, instructed the customer on storage mode prior to returning the malfunctioning pump, and guided them on the necessary actions upon receiving the new pump. The customer acknowledged and understood all instructions, including the use of manual injections as a backup therapy.